Event description:
It was reported that during a lap adjustable band procedure, there was port complication. Six weeks post-op, the surgeon was doing a fill and the port was flipped. The surgeon re-opened the patient and re-attached the port to the fascia. All four hooks were retracted. The case was completed with no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.